Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra distributor indicated that the device is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2020-01323

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-01323.

Event description:
The patient was undergoing a coil embolization procedure in the celiac artery using a ruby coil and a lantern delivery microcatheter (lantern). During the procedure, the physician experienced resistance while advancing the ruby coil through the lantern; therefore, the ruby coil was removed. Then, while re-advancing the same ruby coil through the lantern, the physician experienced resistance and subsequently, the ruby coil became stuck in the middle of the lantern and subsequently, the lantern went out from the target location. Therefore, the lantern and ruby coil were removed together. The procedure was completed using non-penumbra coils and a non-penumbra microcatheter. There was no report of an adverse effect to the patient.